Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has confirmed that the ECG a&b cable is cut in half and unable to run falloff or detect and treat.the root cause for the cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A u.s. Distributor reported that a patient's electrode belt could not run detect and treat testing.